Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 396 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer confirmed that the drive support cap was protruded. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Troubleshooting was declined for the high blood glucose and prime and rewind issues. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. No motor error alarm was noted. The motor passed the motor test. The pump was received with a broken belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker.